Event description:
It was reported that the patient's right atrial (ra) lead may have moved after implant, the lead was removed and not replaced due to the patient being in atrial fibrillation (af). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).